Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019.

Event description:
The customer reported an unknown noise in the unit. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. The support service technician performed an evaluation and confirmed the reported problem. The support service technician discovered that the noise was the result of the vibration-proof ring. The position of the vibration-proof ring was adjusted. No other anomalies was observed after the repair and during maintenance.